Event description:
A 3.5mm diameter by 24mm length s670 over-the-wire stent delivery system was inserted for treatment of a lesion in the circumflex coronary artery. The lesion was pre-dilated with a 3.0mm by 20mm ptca balloon. It was not possible for the stent to cross the target lesion therefore it was pulled back from the coronary artery. Upon removal, the stent dislodged from the stent delivery system when it was pulled into the guide catheter while it was engaged in the coronary artery. The undeployed stent dislodged in the proximal circumflex artery. There were no attempts to remove the undeployed stent and there was no further treatment of the target lesion. The pt was reported to be combative during the procedure and subsequently was sedated and intubated. The surgeon elected not to take the pt to surgery reportedly due to the patient's history of alcoholism. The dislodged stent remains in the patient's circumflex artery. There was no additional clinical sequelae reported related to the event.